Manufacturer narrative:
Method: at this time the device is pending return to the manufacturer. Review of the device history record (DHR) was conducted for the lot number provided. Results: results are not available as an evaluation has not yet been performed. (Pending product return). The reported lot met all manufacturing specifications at release. Conclusions: a conclusion is not yet available as the investigation and pending evaluation of the product is still in progress. Info from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500 ml. Flow rate: 6 ml/hr. Procedure: total knee arthroplasty. Cathplace: femoral. Date of surgery: (B)(6) 2013. Initial complaint info (B)(6) 2013: it was reported that a male patient had a femoral nerve block for a total knee arthroplasty. Bolus button was depressed 3 times without incident. On the fourth depression the button took 1 hour to pop back up. Pump was set at 6ml/hr and connected to a pajunk catheter. Additional info received: (B)(6) 2013. Pt had increase in pain because they could not get medication to dispense correctly. Pain management had to intervene with other pain management alternatives. No medical intervention reported and no adverse event due to the reported product issue. Event date was reported as (B)(6). Anp: asked not provided.